Manufacturer narrative:
One sample was received. Visual inspection indicated one of the eyelets of the flange had a cut; the reported event was confirmed. It was concluded that the failure mode is not related to medtronic manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the neck flange holes were torn. Customer indicated there was no patient injury associated with this event.

Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report that the neck flange holes were torn. Customer indicated there was no patient injury associated with this event.